Event description:
The surgeon loaded a patient with ä and could not save the registration. Re solved the issue by reloading the images and changing the name by replacing "ä" with "ae".

Manufacturer narrative:
According to technical investigation, the registration of the patient head could not be saved because the patient¿s name contained unrecognized character causing the software crash on each screenshot taken. It is a known anomaly. Corrected data: - b3 date of event - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI: (B)(4).

Event description:
The surgeon loaded a patient with ä and could not save the registration. Re solved the issue by reloading the images and changing the name by replacing "ä" with "ae".